Event description:
The catheter had a hole in the central lumen above the hub. One hole was located above the cuff and below the cuff. Replaced with another central line, name of catheter unk at this point. Add'l info reported by sales rep: the pts were never injured with these holes, they were mostly just uncomfortable. These holes were found when both pts were receiving apheresis therapy. No add'l surgery was needed, however, they were sent back to ir to have the catheters replaced with two new neostars.